Event description:
The account alleges, the siderail has a broken weld and will not latch. No pt impact.

Manufacturer narrative:
Tech sent a complete siderail to the account to fix the bed. The account installed the siderail to resolve the issue.